Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately two years post tavr and implant of a 29mm sapien 3 valve, the patient's valve migrated into the lvot and was explanted. Until recently he had done well with no evidence of any significant or worsening ai. The patients ef at the time of surgery was noted to be 25 percent.

Manufacturer narrative:
Additional information d4, h4, h10. Section h10. UDI reference number:(B)(4).

Event description:
Additional information was received via medical records from the facility. In (B)(6)2020 the patient had a nstemi. An rca graft was patent with only(B)(4) lad disease. Medical management was recommended. An echo at the time showed tavr valve with mild pvl. Two days later the patient was re-admitted for pna and chf, diuresed and discharged. At the beginning of (B)(6)2020 the patient was readmitted in cardiogenic shock and iabp and placed. It was not stated at what point, or if the migration was known prior to the explant. The last echo 2 months prior showed the valve with only mild pvl. The reason for the valve migration is unknown.

Manufacturer narrative:
Corrected information in b.7. Additional information added to b.5. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the valve migration is unknown but may be related to the events the occurred during the patient¿s nstemi or measures taken when the patient went into cardiogenic shock and iabp was placed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.